Event description:
While pacing a patient (age & gender unknown) at 110 milliamps and 70 pulses per minute the device shut down after apprximately 20 minutes on battery power. The battery was replaced, and the treatment was continued. Complainant indicated that there was no patient involvement in the reported malfunction.